Event description:
Information was received from a patient's representative (pt rep) regarding an implantable neurostimulator (ins). The reason for call was caller reported the patient's back stimulator was only lasting a day and caller had to charge the implant daily. The issue began 2 or 3 weeks ago. Agent reviewed information. The patient was redirected to their healthcare provider to further address the issue. Agent emailed representatives for visibility. Upon further review the implant did not last more than a day.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.